Event description:
It was reported that during a total gastrectomy procedure one of the devices was locked out after 1 hour and a half when started using, and other of the device was locked out within 30 minutes. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Blade cracked due to activation without tissue. Two devices were returned for analysis. Both device gave an error code when attempting to activate with the generator. Visual examination found an area of the blades that was discolored due to heat generated from contact between the blade and the tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade. This failure is caused due to activation of the device without tissue being present. For this reason, the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument." The hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. A batch record review was performed and no anomalies were found during the manufacturing process. Device additional information: batch # d9d713. Expiration date: 12/2011. Manufacturing date: 01/2007.